Manufacturer narrative:
Correction: for missing explant date d6b.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise, extra cardiac stimulation and intermittent capture on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. During the replacement the patient had ventricular regurgitation injury. The patient was in stable condition.

Manufacturer narrative:
The reported events of lead noise, ¿intermittent loss of capture¿ and extra cardiac stimulation were confirmed. As received, a complete lead was returned in three pieces. Final analysis found that the insulation was abraded at 7.4 cm to 7.6 cm from the distal tip. The cause of the reported events was due to the inner insulation abrasion exposing the inner coil.